Event description:
The facility's biomedical engineer reported an infusion pump, "epidural solution volume setting less than actual amount in bag. The bag ran dry before alarm sounded. Air in the line. The 'air in line' alarm was off. Air was pumped through the line. The alarm that triggered investigation was the 'downstream occlusion' alarm. This pump arrived from the company with the air-in-line alarm off. Co was unaware of this fact." Follow-up with the facility's biomedical engineer revealed that the pump was new from the MFR and the factory setting for the air detection alarm is "off". The reported condition was found during clinical use but, no pt injury or medical intervention was reported.